Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: respiratory therapist at bedside to insert arterial onto right radius. Reports that once inserted the arterial line wouldn't read so they removed catheter. Upon removal it was noted that approximately 2 centimeters of the plastic tip was missing. Ed resident did perform bedside us (ultrasound) to see if foreign body could be identified , nothing noted on us. No patient harm or injury reported.

Event description:
The complaint is reported as: respiratory therapist at bedside to insert arterial onto right radius. Reports that once inserted the arterial line wouldn't read so they removed catheter. Upon removal it was noted that approximately 2 centimeters of the plastic tip was missing. Ed resident did perform bedside us (ultrasound) to see if foreign body could be identified , nothing noted on us. No patient harm or injury reported.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.